Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was in a car accident in (B)(6) 2014. The patient had several brain seizures while they were in the hospital. She had a cardiac arrest on (B)(6) 2014 at the ER. ¿I died and came back and my memory; I can recall names, I¿m getting it back.¿ it was noted that the pain made her angry and took it out on people around them. The patient ¿kinda woke up¿ on (B)(6) 2014. She was ¿flipping around like a fish out of water¿ after ¿kinda waking up.¿ the patient could not talk and became unconscious again and woke up again (B)(6) 2014 after breakfast. The patient was discharged on (B)(6) 2014. The patient was not sure if the seizures and other symptoms were related to the car accident. It was noted that the patient was fed intravenously and went from 225 down to 174 pounds while she was in the hospital in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.